Event description:
During arthroscopy of left knee, debris was noticed in op site after initial use of shaver. Physician aware. Shaver removed from field and replaced with a new one. Shaver and package saved. Area was irrigated with saline, post irrigation no debris noted. Package and shaver given to materials coordinator.